Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm or unexpected battery out limit alarm on the device. The insulin pump was received with scratches and a dented keypad. However, all buttons responded properly. The insulin pump was received with cracked case at the display window corners and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, hospitalization, cosmetic damage and battery out limit alarm. Customer's blood glucose level went as high as 1140 mg/dl. Customer experienced the flu, diabetic ketoacidosis, vomiting and was treated at the hospital with a manual injection. Customer advised they were off of the insulin pump 4 days prior to the hospitalization. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer performed the high pressure test and failed twice. Troubleshooting for cosmetic damage was performed. Customer advised there was a dent in their keypad.